Event description:
Patient's mom reported that curlin pump broke on (B)(6) 2025 when last infusion was done. Patient's mom stated she was not there but husband reported that it kept malfunctioning, every 5 min getting turned off, infusion ended up with 9 hours instead of 6 hrs. Nurse had an idea what's going on with pump but mom stated was able to finish infusion. Patient's mom requesting a new pump. Unknown if patient experienced an adverse event as a result. Device is being returned. Serial number: (B)(6). Expiration: 02/13/2026. Patient started taking gamunex c (B)(6) 2025. No further information, details or dates provided.